Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (503 mg/dl) because the customer ate breakfast, went back to sleep, and forgot to bolus for the meal. Customer declined troubleshooting for high bg level; however, customer requested that tandem customer technical support remain on the telephone while customer delivered a bolus. Customer delivered the bolus successfully. Follow up with customer same day indicated that bg level had improved to 330 mg/dl. Customer was certain that bgs would continue to come down and did not request any further follow-up.